Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the control board p.n. Msp161502 s.n. (B)(6) is defective: didn't turn on. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the control board p.n. Msp161502 s.n. (B)(6) is defective:didn't turn on. No patient involvement.